Event description:
Information was received indicating that while in use of the smiths medical cadd legacy pump error code was noted. No patient consequences were reported. No adverse effects were reported.